Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed a blue screen with the carefusion logo. A technical support specialist assisted the customer in following the steps outlined in the knowledge article ¿medapplication not launching automatically; station at blue screen¿ to review all the points and ensure the application is launched properly after a station reboot. The tsc then confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device displayed a blue screen with the carefusion logo. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.